Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that no femoral imaging was performed. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide suture mediated closure (smc) device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device related to an interventional coronary angiography and coronary stent implantation procedure with a 7fr sheath hole. Prior to the procedure, no femoral imaging was done. Reportedly, a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.